Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a call service (B)(4) alarm was observed in the black box and the alarm history. The pump powered on properly with no alarms. The pump¿s rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours, and after the 24 hours no call service alarms were received. The battery compartment was found to be cracked below and above the grip pad. A leak test revealed a battery compartment leak. Evidence of moisture corrosion was observed in the battery compartment, near motor flex connector, on all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.